Event description:
The customer received high out of range control results of 171 and 172mg/dl on the contour next link meter. The meter did not automatically mark them as control tests, which will be displayed as a blood results when accessing the meter¿s memory. No adverse event was alleged. Control solution is to be returned for evaluation. New strips, meter and control were sent to the customer.

Manufacturer narrative:
Remedial action and correction/removal reporting number, this information was not provided in the initial report.